Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: since a lot number could not be connected to the device identified in the complaint, bd investigators could not conduct a device history review for this event. Additionally, a sample has not yet been submitted for evaluation and testing, preventing bd engineers from conducting a full investigation and determining a root cause of the failure mode identified in your description of the event. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).

Event description:
It was reported that an unspecified number of an unspecified bd catheter experienced foreign matter contamination. The following information was provided by the initial reporter: the patient was charged in due to electronic shock. The catheter was placed for transfusion. The nurse noticed there was black foreign matter in the tubing hub during transfusion. The catheter was removed and replaced immediately.